Event description:
Had r shoulder bankart, reverse bankart, and slap repairs with intraarticular placement of pain pump. Preop had no arthritis, but now has chondrolysis of his right shoulder. Dates of use: 2007. Diagnosis or reason for use: repair r shoulder bankart, reverse bankart and slap postop. Event abated after use stopped or dose reduced: no.